Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received if further details are received at a later date a supplemental medwatch will be sent. It was reported that it ¿appeared to be necrotic¿, please clarify was the skin/tissue actually necrotic? If necrotic was the necrotic tissue removed? If removed, did the issue improve? If not removed, did the issue improve? Is photo available of patient reaction? Name of surgery? What date /day post op was the reaction noted? Was prescription strength medication treatment provided? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2022 and topical skin adhesive was used. About 1 week after surgery, the patient felt very itchy, and so the abdomen was checked and it was reddish. Infection was suspected, but before infection treatment, it was found that the site of adhesive application had darkened. Unlike infection, the skin appeared to be necrotic, so the surgeon decided to remove the adhesive. The condition subsided 2 days after the treatment. Current status of the patient: the patient regularly goes to the hospital. The redness and itching have subsided, but sometimes the itching still occurs. Darkening is severe. There was severe itching in belt-shaped part, and something like pus at the site of adhesive application. Adhesive was removed with tweezers and rinsed with saline solution then it subsided in about 2 days. Treatment plan: wait-and-see. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify was the skin/tissue actually necrotic?=>actually unknown, but the dr. Think it was probably necrosis. If necrotic was the necrotic tissue removed? No. If removed, did the issue improve? If not removed, did the issue improve? The sympton was stable but the blackening was remain. Is photo available of patient reaction? No photo is available. Name of surgery? Hernia surgery. What date /day post op was the reaction noted? About 1 week post-op. Was prescription strength medication treatment provided? Unknown. Was any surgical intervention performed? No. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status. The patient regularly go to hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Unknown. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.